Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and elevated ketones/diabetic ketoacidosis. Customer also alleged for crack at the battery tube side of pump. The customer reported blood glucose value of 500 mg/dl. The reported hyperglycemia was treated with IV insulin drip, injection and hospitalization. The reported elevated ketones/diabetic ketoacidosis was treated with IV insulin drip and hospitalization. Symptoms witnessed at the time of admission: vomiting and nausea. The event involved products mmt-1880, mmt-7040a, mmt-396a and mmt-332a. Troubleshooting was partially performed for high blood glucose which has occurred for more than 4 hours. The customer has used the insulin pump system within 48 hours of the reported event and unknown whether the smartguard/auto mode of the insulin pump was active at the time of reported event. Troubleshooting was performed for cosmetic damage and indicated that the serialized device would be replaced. No further patient complications were reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1880 was requested and customer response was the device will be returned. No product return is required for mmt-7040a. No product return is required for mmt-396a. No product return is required for mmt-332a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.